Event description:
This ICD was explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion for all angeion mfg lyra model ICD's. The battery voltage on this device fell within the range where angeion recommended explantation. Therefore, the device was explanted in 2003. Note: this ICD was implanted and explanted outside of the united states.